Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to having the incorrect application software loaded. It could not be firmly established what caused the need to re-install the software. Historically failures of this type are a result of the device's software being upgraded in the field. The correct 731 ventilator application software was installed to remedy the report and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.